Event description:
During a case the tip of probe was allegedly, peeling back. This happened once and another probe was immediately available for use. Procedure was successful. No adverse consequences reported to the patient or user.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.